Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the inspection by the repair department, this phenomenon was newly observed. Based on the information obtained from this complaint and the investigation results, it can be confirmed that leakage failure occurred on the device in question. Therefore, it is presumed tat reprocessing could not be completed properly and foreign material might have remained. Based on the investigation results, it was determined that no escalation was necessary to further mitigate the risk. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited the forceps elevator wire had foreign objects. There was no patient involvement.